Manufacturer narrative:
It was not possible to select evaluation methods listed in the code manual as certain codes do not appear in the emdr system. The following was not available for selection: other : data analysis to identify lots with low/high within spec securement and intercomparison. Remedial action: medinol has created a CAPA for the purposes of exploring possible preventive action. Correction: the attached final complaint report (B)(4) contains an inadvertent error in section findings of investigation. Item #4 IFU states that "no deviation was reported or discerned." However, it should state that it was a case of off-label use by the user of the device. Due to time constraints (this MDR needs to be submitted today), medinol will submit the attachment as is and will update the final complaint report document asap.

Manufacturer narrative:
(B)(4).

Event description:
Medinol received a complaint ((B)(4)) covering two events. The first event occurred prior to use and is considered as non-reportable. The second event occurred during the procedure and was assessed as reportable. Description of the first, non-reportable event: upon removing the stent delivery system (part number: nxl40017us, lot number: nus00047) from the sterile package, the physician noticed the stent was moving on the balloon and was not firmly surrounding the balloon. The system was not used. The physician decided to use another stent (part number: nxl40017us, lot number: nus00206). Description of the second, reportable event: the physician advanced with the procedure and the second stent was inserted into the patient. As the lesion was being crossed, the physician noticed that the stent had partially dislodged from the balloon. The physician was able to reposition the balloon underneath the stent and then was able to deploy the balloon after the stent was repositioned. Procedure was completed; patient's condition was good.

Manufacturer narrative:
Medinol's complaint file (B)(4) contains both lot nus00206 and lot nus00047. The original complaint report for both devices was filed by the same physician. Medinol therefore is attempting to analyze both events together. Since the device from lot nus00206 has not been returned, the analysis pertains only to the returned device from lot nus00047. The particular event related to this device was assessed as non-reportable. Medinol's internal reports relate to both events; (B)(4).